Event description:
3m ioban 2 antimicrobial incise drape was placed over prepped right subclavian area awaiting rij catheter insertion. Pt voiced complaint of burning when ioban was removed. Pt experienced excoriation of a 10cm x 15cm area. Treatment as burn.